Event description:
Pt underwent a stereotactic core needle biopsy of the left breast. An 11 gauge mammatome senorx gel mark biopsy device was used and 13 cores obtained. A 3mm stainless steel clip was placed in the biopsy site under stereotactic guidance at the conclusion of the procedure. The biopsy device was removed and hemostasis was achieved. Three months later pt underwent surgery for a chronic infected sebaceous cyst of the left breast. A foreign body approx 3cm in length and resembling the plastic tip of the gel mark biopsy device was removed from the left breast.